Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 200 mg/dl to 300 mg/dl with moderate ketones. A manual injection was administered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. Reportedly, the customer filled the cartridge with cold insulin, and reportedly they were not performing the proper air removal process. Tandem technical support educated customer regarding cartridge/insulin labeling. The air bubbles were successfully primed out to address the issue.